Event description:
Report received on may 29, 2008. Facility reports that when checking on patient who was connected to a feeding tube and pump that there was formula on the floor, the residents face and backing out of the tube feeding port. When checking the pump, the pump indicated that 482 cc had been administered, however the 1000 cc bottle of formula was empty. Facility reports that the tube was connected properly to the pump at the time of incident. Facility reports that there was no adverse outcomes related to the patient. The facility risk manager stated that there was no injury to the patient. Facility reports that due to the pump showing 482 cc administered, it is likely that a malfunction or staff error likely occurred.

Manufacturer narrative:
Evidence that device malfunctioned or that any injury resulted from reported event. Device was not returned for evaluation.